Event description:
It was reported that upon completion of an endoscopic retrograde cholangiopancreatography (ercp) procedure, the distal cover fell off inside the patient's stomach. The physician switched to a different gastrointestinal videoscope to retrieve the distal cover. The procedure was then completed without further reports of patient harm.

Manufacturer narrative:
This report is 1 of 2 for the distal cover. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information was received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h6, h7, h9, h11. The device was returned to olympus for inspection and reported event could not be reproduced. The top and bottom of the returned device were not deformed, which indicates the distal cover may not have been properly attached to the endoscope. Since the returned device was already used, a representative device was used to attach the distal cover and confirm whether the event could be reproduced. Deformation of the top and bottom sections of the distal cover was confirmed, which indicates the distal cover was correctly attached to the endoscope. The returned distal cover was visually confirmed to have a crack in its bottom. This event was caused by a component failure of the distal cover. Additionally, the distal cover was chipped and had a crack on the lower rear side. The cause of this event could not be identified. However, information indicates that a disposable choledochoscope, the eyemax/11 french (third-party device), was used during the procedure. Since this is a combination of devices not guaranteed by olympus, it is possible the event occurred during attachment or detachment. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the distal cover dropping off could not be determined. It is assumed that the distal end cover was not properly attached and dropped off due to the load during the procedure. Since it is difficult to visually detect the state of attachment of this product, it is feasible that the attachment of the distal cover was insufficient. For the observed crack at the bottom of the distal cover, the cause of occurrence could not be identified. The following probable causes of the distal cover cracking include: 1. The connection between this product and the endoscope became unstable, and the distal cover cracked due to increased stress while it is in use; and 2. Chemical stress caused by chemicals adhering to this product caused the crack. For the observed chipping and cracking on the lower rear surface of the distal cover, the cause could not be identified. Information indicates that a disposable cholangioscope eyemax/11 french (third-party device) was used during the procedure. Damage may have occurred due to connection with an unintended combination of devices. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.